Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 500mg/dl, and he was treated with the insulin pump. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. The customer mentioned that insulin was leaking at the p-cap connection. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.